Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The sgc was returned and investigated. The reported unable to curve the sgc was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported unable to curve the sgc in this incident could not be determined. The returned device analysis confirmed that the guide functioned as intended. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the inability to deflect/straighten the steerable guide catheter (sgc). It was reported that during preparation of the sgc (B)(4), it was found that when the +/- knob was turned in the minus direction, the sgc did not deflect/straighten. The sgc was not used in the anatomy, and was replaced. No additional information was provided.